Event description:
Patient reported, she has experienced elevated blood glucose levels while using the infusion device. Patient stated she began using the infusion device a few months ago; was on an infusion device previously. Patient reported she initially had a regular and stable blood glucose level. Patient stated after the initial period she began to experience elevated blood glucose levels when she awoke. Patient reported, she started to suspect the problem was connected to the infusion device delivery because her basal rate was the same as she had on the previous infusion device. Patient stated, she replaced the infusion set, the infusion set cannula and the insulin cartridge as suggested by the diabetologist but the problem persisted. Patient reported her blood glucose levels went as high as 280-300 mg/dl. Patient's normal blood glucose level was not provided. Patient stated, she switched to a new infusion device and her blood glucose levels returned to normal. No further information is available. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.